Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic gastrectomy, upon detaching the stomach, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. It was replaced with another device to complete the case. There was no patient injury.